Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more info becomes available. (B)(4). Conclusion: conclusion not yet available - eval in progress. Product identifier: (B)(4).

Event description:
During a customer visit, a user reported issues experienced with attaching hansen fittings to the sx18 coupler ports. This issue had only been experienced with the new hansen fittings. The occurrence date and time is unk, as well as any impact to the pt or influence on the outcome of the surgery.